Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, the sequence of the reported results do not align with the date and time details stored in the meter history. Failure analysis of the returned product revealed that the novamax link meter device performed within specification. The complainant returned the blood glucose test strips from the lot in question. The test strips in use were expired. The expired strips were not tested as they are considered out of specification if used beyond the identified expiration date. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Complainant reports incident where emts were called to her home after she took insulin based on her blood glucose results. Complainant stated her husband was with her at the time and noticed her "eyes back in her head" and called the emts. She stated that she was "given shots of glucose ( a total of 5 between her home and hospital treatment)",was transported by ambulance to (B)(6). At the hospital she was tested and given more glucose. Unable to provide details about testing and treatment while at hospital. She was released to go home and advised to follow up with her hcp.

Manufacturer narrative:
(B)(6).